Manufacturer narrative:
(B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a rafn (retrograde/antegrade femoral nail) was explanted on (B)(6) 2016 due to nonunion without any surgical delay. The patient was revised with another synthes rafn nail. The original implant date is unknown. This complaint involves (2) devices. An unknown number of screws were explanted along with the nail. This report is 2 of 2 (B)(4).